Event description:
It was reported that the insulin gauge was inaccurate. In addition, a minimum fill notification occurred after the user filled the cartridge with an estimated 183 units of insulin during the load sequence. Customer¿s blood glucose level was approximately 400 mg/dl. Reportedly, the customer used a backup insulin pump as alternate insulin therapy until replacement arrived.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified (cartridge bag leak). Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin.